Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported: the patient was a child. The catheter was inserted under sterile technique to have a closed circuit. The balloon was tested by inflating it with the indicated volume, 5 ml. There was no return of urine which may seems normal because of the recent un-insertion of the child. I tried to inflate the balloon without forcing. I manage to inject 0.1 to 0.2 ml but not more. I deflated the balloon and tried to insert the catheter again, but I could not. My colleague, a child nurse, tried also but did not manage to move it. It was impossible to push or even remove the probe, despite our many attempts to deflate the balloon. The child was in major pain. The surgeon came, trying to remove the catheter. He pulled it out to extract it. The catheter finally it came out; the balloon was not fully deflated with about 1 ml remaining despite of our numerous attempts to deflate it. The catheter blockage caused a lot of pain for the child, which required morphine boluses and the use of nitrous oxide. The removal was traumatic because of the balloon remained inflated. Traces of blood were observed at the end of the catheter.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with product sample on the deflation test. No issues were observed. Based on the investigation conducted, in the absence of the returned sample, the actual root cause could not be determined, therefore, the complaint cannot be confirmed.

Event description:
It was reported: the patient was a child. The catheter was inserted under sterile technique to have a closed circuit. The balloon was tested by inflating it with the indicated volume, 5ml. There was no return of urine which may seems normal because of the recent un-insertion of the child. I tried to inflate the balloon without forcing. I manage to inject 0.1 to 0.2ml but not more. I deflated the balloon and tried to insert the catheter again, but I could not. My colleague, a child nurse, tried also but did not manage to move it. It was impossible to push or even remove the probe, despite our many attempts to deflate the balloon. The child was in major pain. The surgeon came, trying to remove the catheter. He pulled it out to extract it. The catheter finally it came out; the balloon was not fully deflated with about 1ml remaining despite of our numerous attempts to deflate it. The catheter blockage caused a lot of pain for the child, which required morphine boluses and the use of nitrous oxide. The removal was traumatic because of the balloon remained inflated. Traces of blood were observed at the end of the catheter.